Event description:
It was reported that when a pump is turned on, the display flashes.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. The eval found all keys (except the 1st and 4th soft keys) to be inoperable and an automatic and constant output of the 3rd soft key, caused by a failed input/output printed circuit board (I/o pcb). This does not allow any opportunity for the user to program or start an infusion. Sigma was unable to reproduce a flashing screen at startup. However, when the device is started, the 3rd soft key option is a down arrow, which would result in constant cycling through the master drug library. It is possible that this was perceived as a flashing screen.